Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The r781 driven ground resistor was open on the monitor c/a board. The damage to the resistor resulted from the external defibrillations that occurred while the lifevest was active on the patient. There is no indication that the damage resistor cause or contributed to the patient death. The lifevest functioned as designed and appropriately treated the patient during the event. The monitor was fully functional during patient use. Electrode belt sn (B)(4) was not returned for investigation. Monitor sn (B)(4) was manufactured 09/2014. Electrode belt sn (B)(4) was manufactured 04/2013.

Event description:
A zoll distributor reported that a (B)(6) year old male patient was treated and passed away on (B)(6) 2015 while in the hospital. The lifevest detected and treated vf at 07:49:19. The treatment converted the rhythm to a sinus rhythm. The lifevest delivered a second treatment (vf) at 07:30:13. The arrhythmia was converted. A third treatment (vt, 292 bpm) was delivered at 09:42:42. The arrhythmia was converted. A fourth treatment was delivered at 09:43:09. Nsvt contributed to the false detection. The patient was externally defibrillated at 10:06:47 during a period of vf. The lifevest delivered a fifth treatment at 10:07:02. The rhythm at the time of the treatment was a sinus rhythm with nsvt. The external defibrillation 15 seconds prior the lifevest treatment contributed to the false detection. The post-shock rhythm was sinus tachycardia (124 bpm). The lifevest delivered a sixth treatment at 17:17:31. The rhythm at the time of the treatment was vf. The post-shock rhythm was sinus bradycardia (57 bpm). An additional external defibrillation around 17:30:46 was delivered after the 6th and final lifevest treatment. The external defibrillation (vt, 182 bpm) did convert the patient's rhythm to a slower rhythm (sinus bradycardia, 59 bpm). The response buttons were used intermittently around 17:31. The lifevest was shutdown at 17:50:57. The exact time of the patient death is unknown.